Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient presented for hip revision surgery because of hip dislocation and fractured acetabular liner.